Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller (aic) was returned from the customer as an out-of-box failure (oobf). During service and repair evaluation, the console failed to power up due to a battery operation failure. Further inspection identified that both batteries were not charging, with measured capacity of 0 mah, which was below the expected charging range of approximately 1450¿1650 mah. The battery kit was replaced, after which both batteries were reported to be within specification and the console powered as expected. During system operation testing, the console failed the simulated case start function due to an inability to detect the purge cassette. Inspection identified damage to the purge retainer and flag. The purge retainer and flag were replaced, after which the purge cassette detection and simulated case start function were restored. Following completion of repairs and preventive maintenance, the console was tested and reported to be functioning as expected. The issues were identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.